Event description:
The customer reported that one of the battery pins of the battery pca was broke. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported trouble with the battery slot b where bent pins were found. There was no reported patient involvement. The philips repair branch evaluated the device and confirmed the reported battery slot b problem. The device was found to be physically damaged where the battery pca had bent pins on slot b. The battery pca was replaced to address the reported battery slot b problem. The damaged battery pca is considered damaged from use outside of normal and expected and not a malfunction. This complaint does not indicate the presence of a systemic or emerging issue. None requested. None warranted.